Event description:
It was reported that the patient presented for a scheduled procedure. During lead manipulation, the patient subsequently converted to heart block with very slow underlying rhythm. A temporary lead was placed in the ventricle for pacing support. During the procedure, the temporary lead was interfering with the new lead being implanted. The lead was disconnected and pacing resumed. It was decided to remove the pacing lead and upon inspection the lead was noted to have a questionable helix with tissue. The pacing lead was abandoned, and a new lead was implanted. The patient was in stable condition.